Event description:
The lay user/pt contacted lifescan on february 9, 2008 and alleged that her one touch ultra meter was powering off during use. The medical affairs specialist (mas) called and spoke with the pt on february 26, 2008 and obtained add'l info. The pt informed the mas that the alleged issue first occurred in 2008. She attempted to test her blood glucose "a lot" that day and ran out of test strips. She called lifescan on february 8, 2008 and requested to have test strips replaced. The next morning, the pt did not take her usual 3 units of humulin r insulin since she was not able to test on the meter due to the power issue and also did not have any test strips. She decided to go to a nearby hospital to have her blood glucose checked since she had started experiencing symptoms of being sweaty, very hot, and not feeling well. When inquired about the symptoms, the pt mentioned to the mas that it was difficult to tell with these symptoms if her blood glucose was high or low. At the hospital, her blood glucose reading on the hospital meter was 300 mg/dl. She was not administered any treatment there, but was advised to go home and take her usual morning dose of insulin. The pt's regimen includes 3 units of humulin r in the am, 3 units at lunchtime, and 3 units in the evening. She tests her blood glucose about 4 times/day. After taking her 3 units of insulin, the pt stated that she felt better. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The pt was educated on automatic shutoff, and the meter did power off before the time was up. However, it was discovered that the pt had not replaced the battery per the owner's manual (use error) and did not have a new battery at the time of the call. This complaint is being reported because the pt claimed to have experienced symptoms after the reported issue began and the result on the hospital meter was 300 mg/dl. She further stated, she felt better after taking insulin. The pt had not replaced the battery in the meter per the owner's manual. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.